Event description:
It was reported that the patient presented in clinic with a reduced battery longevity estimate of 2.6-2.9 years. It was noted that previous battery longevity estimates two years ago and twelve months ago were 10-12 years. Further investigation revealed the programmer used to interrogate the device had recently received a software update to improve battery longevity calculation which had resulted in the observed decrease and more accurate longevity calculation. The device had been implanted for 7 years. The device was to be monitored until elective replacement indicator (eri) was reached. There were no interventions performed. The patient was stable before, during and after the event.